Event description:
The smartpump device was reported to not hold pressure during use. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences. This type of event poses the risk of systemic exposure to local anesthetic if it were to recur during a bier block procedure.